Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, a cuff miss occurred with two prostyle devices. A proglide device was attempted; however, a foot separation occurred. The foot was held together by the suture link making it easy to remove it without need of intervention. The pre-close technique was aborted, and a cut down was done. The sheath was upsized to greater than 8.5f and the pevar procedure was completed. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure and prolonged hospital stay as a result of converting from percutaneously to surgical repair. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The foot detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: lot number, expiration date. Device manufacturing date.